Manufacturer narrative:
Date of event: the exact event date is unknown. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber shows that the glass cap exhibits moderate devitrification at output window. The fiber is broken within the outer flow tubing 2mm from the control knob, between distal tip and control knob. The break location exhibits bending, crushed, and no melting. The fiber was tested with hene laser fixture, aim beam is present at break location. The outer flow tubing open end exhibits minor scratch marks. There was no fiber tip break/fracture observed. Based on analysis results, excessive bending of fiber during use contributed to the reported and observed fiber break within outer flow tubing. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
Analysis of the returned device revealed the fiber is broken within the outer flow tubing. No patient outcome was reported.